Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjo hospital (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted under (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
A (B)(6) patient was being transferred to the bed with the maxilift. As the lift and patient were positioned over the bed, the lift dropped the patient onto the bed and the hanger bar fell onto the patient. It is unknown at this time, if any injuries were sustained because no information was released.